Manufacturer narrative:
E1 initial reporter email: (B)(6). The e411 analyzer serial number was (B)(6).

Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for elecsys prolactin assay (prolactin) on a cobas e 411 immunoassay analyzer. The initial result from the e411 analyzer was 663.0 uiu/ml. The repeat result from the maglumi method was 444 uiu/ml. On (B)(6) 2023 the sample was repeated by the architect method and the result was 21.00 ng/ml (446.80 uiu/ml). The sample was repeated as the result from the e411 analyzer did not correspond to the patient¿s symptoms.

Manufacturer narrative:
The calibration signals from the calibration performed on 24-jul-2023 were within expectations. Quality controls recovered within range for two levels of control. The customer did not run a third level of control on the day of the event. A general reagent problem can be excluded because the provided quality control data is within expectations. The differences between assay results are most likely based on methodological differences. It is recommended to treat the sample with polyethylene glycol (peg) before testing with the elecsys assay and comparing this value with a competitor method. Per product labeling: "in case of implausible high prolactin values a precipitation by polyethylene glycol (peg) is recommended in order to estimate the amount of the biological active monomeric prolactin."